Manufacturer narrative:
(B)(4). The reported patient effects, hypotension and arrhythmia, are listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that for treatment of the right internal carotid artery with type I arch, 80% stenosis, heavy eccentric calcification, an rx 0.014 acculink ii 6-8/30 was deployed and right after post-dilatation with a non-abbott balloon catheter, the patient's blood pressure dropped to 70/40. The patient was started on intravenous fluids and dopamine. On (B)(6) 2011, there was a drop in hemoglobin and hematocrit. Retroperitoneal bleed was ruled out; however, patient received 2 units of whole blood. An attempt was made to wean patient from dopamine; however, the patient developed supraventricular tachycardia. This was treated with amiodarone and neosynephrine. Troponin and ck-mb were elevated. On the third night, the patient developed atrial fibrillation and rapid ventricular response associated with mild hemodynamic compromise. Treatment was IV calcium-channel blockers for heart rate and amiodarone to revert heart rate to sinus rhythm and blood pressure stabilization. Four days post procedure, the patient was discharged home on coumadin and in normal sinus rhythm. No additional information was provided.